Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicm5_12.6, -10.50 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2018. The lens was removed on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro-centrifuge vial. Visual inspection found the haptic torn and presence of foreign material (residue) on lens surface. Corrected data: expiration date: it is corrected to 31/01/2020 in the initial MDR. (B)(4).